Manufacturer narrative:
Through troubleshooting, it was discovered that the issue was with the cns tower and not the monitor. They would like to send the unit in for repair. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the alarm on the central nurse's station (cns) sounded distorted.

Manufacturer narrative:
H10: additional narrative: customer stated the alarm sound from this device (computer tower) is distorted. The sound from the computer tower is routed to the speaker on the display monitor. Customer had tried a different monitor, but the issue was the same. Customer also tried with an external speaker, but the sound was still distorted. Customer requested repair services. Service requested: repair. Service performed: evaluation. Investigation result: nka repair center evaluated the device. The reported issue could not be duplicated. The sound was noted as "loud and clear". Device was put into service on 8/26/2016. Service history shows no other relevant issues. The distorted sound could not be confirmed and the root cause could not be determined.

Event description:
The biomedical engineer (bme) reported that the alarm on the central nurse's station (cns) sounded distorted.